Manufacturer narrative:
One sample of a 5ml eurographic syringe (p/n 309649) batch 3206659 was received and evaluated. Through visual inspection, the sample received in an unsealed package has damage to the barrel causing leakage of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the barrel damaged and leakage defects are associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c was leaking. The following information was provided by the initial reporter translated from german to english: leaking syringe. Quote, email: we use 5ml syringes in our laboratory for sterility control of the graft or for harvesting grafts with small volumes, among other things. If a leaky syringe were to be used for these purposes, there could be critical consequences for the patient (false positive sterility control or contamination of the graft or waste of graft material). There were no critical consequences. No critical consequences; not used on patients, but in the laboratory during processing for evaluation purposes.